Event description:
In 2008, the sales representative reported that the prongs from the driver were missing. The sales representative could not be certain that the prongs were not in the pt, although no evidence of such as noted on x-ray. The prongs were not noted to be missing until the time of the next surgery three days later after the sterilization process. The sales representative reported that the prongs thought to be lost sometime between the patient's surgical procedure, through sterilization, and into the next surgery when it was noticed. The malfunction of a similar device has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Eval is pending.